Event description:
The customer returned the product for the screen on the device that was damaged with a black line. During physical inspection it was found that the downstream occlusion (dso) seal was lifting. After investigation the results indicated a reportable malfunction due to the lifted dso seal. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, that the investigation results indicated a reportable malfunction due to the lifted downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.